Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, a cardiac tamponade was confirmed by echo. The caller reported there were no visible signs on the patient until the blood pressure dropped. Pericadiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on the event on (B)(6)2019. It was reported that a patient underwent a redo pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib. When the procedure was completed, no effusion was observed by intracardiac echo (ice) when they pulled out of the left side of the heart. Post-procedure, when the patient was out of the lab and back in the step-down area, a cardiac tamponade was confirmed by echo. After the pericardial drainage, no further interventions were required.physician¿s opinion regarding the cause of the adverse event is that it was procedure related, this was a 3rd time redo pvi procedure. The lot number was provided of 30233297m. Therefore, manufacturing record evaluation, the manufactured date and expiration date have been provided. Fields d4. Lot, d4. Expiration date and h4. Device manufacture date have been populated. A manufacturing record evaluation was performed for the finished device with lot number 30233297m, and no internal actions related to the reported complaint condition were identified. Manufacturer¿s reference number: pc-000521859.

Manufacturer narrative:
Per an internal review on (B)(6) 2019, noted correction to follow-up #1 as should have included in h6. Method codes: "analysis of production records". Manufacturer¿s reference number: (B)(4).